Event description:
The customer reported that while using autobipolar with the forcetriad, the energy sometimes would not stop after the surgeon would remove the forceps from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.